Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 40's. There was no pacing on EKG and no magnet response. The device was explanted. No further patient complications were reported as a result of this event.